Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated and only the provided x-ray images were analysed. On the image of the lead tip, the fixation helix was found retracted as mentioned in the complaint. On the x-ray of the pocket area, the lead is found in a loop with a single turn at the position of the generator housing. It then continues towards the heart in a wavy path, which can be attributed to a torsional tension in the lead body. This tension may have led to a relative rotation between the inner and outer conductor coil and hence to a retraction of the fixation helix. The origin of this torsional tension cannot be determined from the x-ray images. Possible scenarios include the presence of a twiddlers syndrome, a twisting of the lead as a whole at implant or while forming the generator pocket. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Until today, no similar cases have been reported to us. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approximately 26 months, elevated threshold values were reported. It was decided to replace the lead. The lead was capped on (B)(6) 2017 and not returned to biotronik.